Manufacturer narrative:
Carestream is currently investigating this incident and will submit a follow up report when more information is available.

Event description:
Customer site alleges that the drx revolution system experienced a thermal event in which some smoke was observed. One x-ray technician was evaluated for possible smoke inhalation.